Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available to identify root cause; therefore, the root cause was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine during dwell 5 of 5. The home patient (hp) was connected at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) informed the hp of the error's meaning and how to clear it. The hp was instructed not to continue therapy with this setup. The hp stated ok and disconnected line. There was no patient injury or medical intervention associated with this event. No further information is available.